Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Additional event of "rippling". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b,h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed 1 opening assessed as fold flow opening. ¿ wrinkling: unable to observe as it is not related to the device. No other observations observed.

Event description:
Healthcare professional reported left side deflation. Additional event of "rippling". The device has been explanted and replaced.